Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was initially reported on 27 january 2024 a request to interpret the device logs between 04 june 2021 to 11 june 2021 for an unspecified event. No further information was provided to bd at the time. The customer was requesting to discern the following information in the logs: 1. What times the pump was programmed at a rate of 200ml/hour? 2. If it can be identified if the primary (saline) or secondary (lignocaine) infusion was programmed at a rate of 200ml/hour? 3. If volume to be infused (vtbi) was administered and total volumes of primary and secondary infusions administered at particular times? 4. Any pauses / changes in rates? 5. Whether the data shows that the pump was in guardrails mode between 0900-1100 11 june or was it running as a basic infusion? 6. Whether the pump was running in guardrail mode prior to the time/date specified above? On 31 may 2024, bd has learned additional information from the customer. It was reported that the event allegedly involved a "potential" over infusion of lignocaine (lidocaine). No further information was provided. There was patient involvement but unknown outcome. Although requested, the customer declined to provide additional information and product returned for investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported on 27 january 2024 a request to interpret the device logs between 04 june 2021 to 11 june 2021 for an unspecified event. No further information was provided to bd at the time. The customer was requesting to discern the following information in the logs: 1. What times the pump was programmed at a rate of 200ml/hour? 2. If it can be identified if the primary (saline) or secondary (lignocaine) infusion was programmed at a rate of 200ml/hour? 3. If volume to be infused (vtbi) was administered and total volumes of primary and secondary infusions administered at particular times? 4. Any pauses / changes in rates? 5. Whether the data shows that the pump was in guardrails mode between 0900-1100 11 june or was it running as a basic infusion? 6. Whether the pump was running in guardrail mode prior to the time/date specified above? On 31 may 2024, bd has learned additional information from the customer. It was reported that the event allegedly involved a "potential" over infusion of lignocaine (lidocaine). No further information was provided. There was patient involvement but unknown outcome. Although requested, the customer declined to provide additional information and product returned for investigation.